Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving sufentanil, bupivacaine and morphine, unknown concentration at unknown dose via intrathecal drug delivery pump for spinal pain. It was reported that patient's pump had totally failed and she needed to find a healthcare professional (hcp) to manage her pump. Patient had been without her medication for 7 months because it quit working in april but was confirmed to not be working anymore on august 31st by two hcps. The hcp did a dye test and checked the pump to confirm the pump was not working. The pump had failed a previous time. It happened in april, when they did a refill and they pulled out 11 mg of medication instead of 2mg. Patient did not know specific drug dose and concentration. Only thing that the patient said was that she had 8 "mcg" of morphine, 222 mg of sufentanil and 47 mg of bupivacaine. No out of box failure was reported. No medical or therapy problem associated with small parts was reported. No further complications were reported.